Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information revealed that the lead presented high pacing thresholds and low amplitude measurements a week after implant. As a result, the patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information revealed that the lead presented high pacing thresholds and low amplitude measurements a week after implant. As a result, the patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Complete lead was returned intact. Visual inspection found no abnormalities. The failure to read input signal and high capture threshold measurement allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.